Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The grandmother of a customer reported via phone call that her grandson has fluctuating blood glucose of 200 mg/dl to 38 mg/dl. Grandmother thinks that it may be due to customer not being familiar with the pump and has only been on pump for one week. Customer declined to troubleshoot and indicated that they would contact their doctor regarding the low blood glucose. No further information was given.